Manufacturer narrative:
Additional information: analysis of the returned device shows that the breakage of the hex 3.5 mm tip is consistent with overloading in torsion to the driver during the tightening of the screw. Non-conformance to specification has been recorded for the lot number ct10a076 without any impact to the event.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was noted that the tip of the screwdriver broke off. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.